Manufacturer narrative:
Unable to confirm deflation or explantation. No information available.

Event description:
Alleged deflation

Manufacturer narrative:
Physician statement: patient stated that left implant was lower than right.

Event description:
Alleged deflation.